Event description:
It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. There was patient involvement but no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer, melissa an ICU nurse, called reporting a gas loss alarm on a cardiosave. She stated the alarm resolved after the helium tank was changed and no further assistance was immediately needed. Additional discussion revealed the previous helium tank was full, the patient had recently been repositioned prior to the alarm and was intubated on a peep of 10. Melissa reported no blood or discolorations in the helium extender tubing and all connections secure.